Event description:
Medication cart power supply battery harness connectors overheat and fail.====================== manufacturer response for medication cart with computer and ups, lionville======================problem has occurred on several medication carts. The manufacturer replaced batteries and power supplies on several.